Manufacturer narrative:
(B)(4) other remarks: see MDR# 3010532612-2020-00176 ((B)(4)), MDR# 3010532612-2020-00177 ((B)(4)), MDR# 3010532612-2020-00178 ((B)(4)), MDR# 3010532612-2020-00179 ((B)(4)) as the reports are related to the same patient.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had an high baseline alarm. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had an high baseline alarm. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "high baseline alarm" is not able to be confirmed. The field service agent (fsa) performed visual inspection and no abnormality was noted. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00176 (tc1900077539), MDR# 3010532612-2020-00177 (tc1900077647), MDR# 3010532612-2020-00178 (tc1900077538), MDR# 3010532612-2020-00179 (tc1900077670) as the reports are related to the same patient.